Manufacturer narrative:
The pump was received with no esc button response due to flattened button dome switch. Unable to verify for operating currents including low battery or off no power alarm. Unable to perform rewind and basic occlusion, occlusion, prime, system sensor, excessive no delivery and displacement test due to no esc button response. The pump received with cracked reservoir tube lip and stripped battery cap coin slot. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they are unable to remove the battery cap on their insulin pump. Customer does not recall any significant events leading to the error. Troubleshooting was done for battery cap but customer was unable to remove. Customer's blood glucose was 400+ mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.